Event description:
It was observed that during the device evaluation, the video processor exhibited error code 110 (failure of the solenoid of the optical filter). There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. (Telephone number should be blank in the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the error code e110 occurred due to a failure of the optical filter. The presumed cause that led to failure was repetitive operation or impact from a malfunction due to the fixation of the motor. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.